Event description:
Boston scientific received information that a high out of range shock impedance measurement was detected on cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead through the remote monitoring system. Additional information was received confirming that the other parameters were within range. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.